Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device was previously returned to a service center for investigation. During the evaluation of the device, the service center visually inspected the device and found the total blower hours were 5414.1 with no errors. The blower box assembly was contaminated and needed to be replaced. The accessory module flip door was missing from the device, so it was fitted. The fine filter and pollen filter were replaced as preventive maintenance. In addition, the sd card was also fitted. The device was cleaned and tested. The device failed at test step 114, so the blower was replaced. The device was re-tested and passed all tests. The manufacturer has updated box h coding in this report to correct the coding from the previous report. The manufacturer included the updated device problem codes in this report. The previous report had the evaluation results code grid as code c92043. In this report, the manufacturer has also included the code for mechanical problem identified, code c92079. In the previous report the conclusion code grid was coded to cause traced to environment, code c139473. The manufacturer has included the code for cause traced to component failure, c139472 in this report.

Event description:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device was returned to a service center for investigation. During the evaluation of the device, the service center visually inspected the device and found the total blower hours were 5414.1 with no errors. The blower box assembly was contaminated and needed to be replaced. The accessory module flip door was missing from the device, so it was fitted. The fine filter and pollen filter were replaced as preventive maintenance. In addition, the sd card was also fitted. The device was cleaned and tested. The device failed at test step 114, so the blower was replaced. The device was re-tested and passed all tests. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box h in this report.